Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was admitted after suspected seizure at home and was intubated to protect airway and support ventilation while anti seizure medication were given. One and one half hour later, the rt noted the patient's device cuff was likely leaking. While trying to troubleshoot the leak continues so a new size 8 was replaced over bougie. The patient developed a narrow complex tachycardia at 200 bpm after the change in tube which converted easily to nsr (normal sinus rhythm) after synchronized cardioversion and not associated with the leak or change. There were no issues with the second size 8 ett during the two hours it was in place prior to his transfer to a tertiary medical center.